Manufacturer narrative:
(B)(6). This issue was previously reported under MDR number (3002809144-2017-00011) under a different suspect device. The customer reported a single (B)(6) result generated on architect isr01324. Upon a site visit, the field service engineer (fse) performed troubleshooting including the wash zone valve pressure check. The fse replaced a total of six manifold kit valves (part number 7-77612-03) for both wz1 and wz2. There have been no subsequent contacts from the customer regarding discrepant results since the fse replaced the wash zone manifold kit valves. The architect system operations manual provides information for troubleshooting the reported issue; and limitations of result interpretation. The architect anti-hbc ii package insert provides information for sample handling, performance characteristics, and interpretation of results. A search for similar complaints identified no trend of the manifold kit valve. A review of the i2000sr tracking and trending data revealed no systemic issues or trends associated with the erratic result described in this complaint. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated (B)(6) results on one patient. The results provided were: (B)(6). There was no additional patient information provided. There was no reported impact to patient management.